Event description:
Ralc dlu was difficult to get into firing range but was completed. Tissue transection was complete but staple formation was incomplete. Rectal stump had been oversewn prior to anastomosis.